Manufacturer narrative:
We have received the complaint device for evaluation. However, we were unable to confirm the reported incident during our investigation process. When we attempted to inflate the internal carotid balloon with saline, we were unable to inflate the balloon. We observed a hole in the internal carotid balloon. As a result, the balloon could not inflate. The common carotid balloon inflated and deflated properly. Based on our device evaluation, it is likely that this device came in contact with a sharp object during the pre-use check that damaged the balloon. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot.

Event description:
One of the balloons of the pruitt f3 carotid shunt failed to deflate properly. User did not provide any additional information.